Event description:
It was reported that the angio-seal device was deployed post-interventional procedure. The pt's hemaglobin and hematocrit dropped form 14.5/43.5 to 8.9/26.6 in the ICU overnight. The pt was diagnosed with a retroperitoneal bleed and treated with IV fluids. A blood transfusion was not necessary. The surgeon stated that the femoral artery looked good on the buplex scan. He did not feel that the angio-seal device caused the retroperitoneal bleed. The pt had been on reopro and heparin.